Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy, the hospital technologist found that the indigo system cat3 aspiration catheter (cat3) was cut in half upon removal from the dispenser hoop and flushing the cat3. The damage to the cat3 was found prior to use. Therefore, the cat3 was not used in the procedure. The procedure was completed using a new cat3.

Manufacturer narrative:
Results: the cat3 was ovalized approximately 27.0 cm from the hub. The cat3 was kinked approximately 50.5 cm from the hub. The cat3 was fractured approximately 101.5 cm from the hub. Conclusions: evaluation of the returned cat3 confirmed a fractured device. If the cat3 is forcefully retracted from its packaging at extreme angles, the device may become fractured. Further evaluation revealed a kink and ovalization on the device. Based on the reported complaint, these damages were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.